Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer pulled the vision side cart (vsc) out of the operating room so the iesu generator could be replaced during a non-robotic procedure. The fse replaced the iesu generator and performed electrical safety. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis and the reported failure was confirmed and reproduced. The iesu generator was placed on an in-house system and was run in normal mode. The c-34 errors were confirmed and replicated during testing. The complaint regarding bipolar issue was confirmed based on failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted general distal pancreatectomy surgical procedure, the robotic coordinator reported issues with the bipolar not firing. The technical service engineer (tse) reviewed the logs and found errors c-30 and c-34. Prior to calling, the surgeon elected to convert the case to laparoscopic surgery. The tse suggested the customer power cycle the integrated electro surgical unit (iesu) to see if errors would clear. After, the tse recommended the customer use a force triad with cable # 371716 if possible. The customer stated that they would perform the remainder of the cases via laparoscopic for convenience due to the number of cases left to do. The customer requested a field service engineer (fse) resolve the iesu issue. The customer elected not to do any troubleshooting. The procedure was converted to laparoscopic with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did initially power on without errors. The procedure was converted to laparoscopic surgery as a result. The port incision site was not increased no additional ports added. No patient injury happened. No procedure delays.